Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, a recoverable 23138 error on universal surgical manipulator (usm) 3 was received. The customer contacted technical support was contacted and intuitive surgical, inc. (Isi) technical service engineer (tse) for assistance. Tse was informed by the customer that they power cycled the system, but the fault returned. Tse reviewed the system error logs and noticed multiple recoverable 23138 errors reported by usm3 carriage axis' 4 & 7. Tse recommended customer remove the instrument and sterile adapter on usm3 and try to recover. The fault cleared when the sterile adapter was not installed, but as soon as the customer placed the sterile adapter back on usm 3 the fault returned. Tse recommended customer swap out the drape, but the fault returned with the new drape. Customer stated that usm3 was using the camera, usms 2 & 4 had instruments installed, and usm1 was not being used. Tse recommended customer bring usm1 in place of usm2 and use usm2 for the camera if all 4 usm arms are not needed. Customer stated that the surgeon followed the troubleshooting advice and moved usm3 out of the way. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. System booted error free. Fse checked error logs and confirmed multiple occurrences of error fault 23138 on multiple days. Fse replaced the suspect universal surgical manipulator (usm) arm 3 to correct the reported problem. After replacement, system was tested, operated without error and verified as ready for use. Isi received the replaced usm arm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The usm was run through the system and pftp testing without reporting any faults or errors. System log review confirmed the error messages indicating faults with the degree of freedom (dof) 5 and 8 hall sensors. Following this, carriage hall calibration was performed and passed without faults or errors. The instrument sterile adapter (isa) pca board was removed and no contamination or electrical faults were found. The hall connector on the isa board was also found to be fully seated. The error fault as not reproduced during testing. As a preventive measure, the isa pca board was replaced. Following replacement, the unit was retested and passed all testing specification. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. Verification via rfe logs confirms the occurrence of the error faults during a procedure performed on 09-may-2022 using system sk4767 matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is being classified as a reportable event due to the following conclusion: a usm arm exhibited persistent issues and was disabledafter the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.